Manufacturer narrative:
Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. The DHR for lot number 9241111 has been reviewed, one related quality notification was found qn #(B)(4). The root cause cannot be determined for an unconfirmed defect.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing had a hole in it that was noticed during use when it began leaking. The following information was provided by the initial reporter: "the saline line tubing was noted to have a hole after insertion the site was leaking had to be removed and new line inserted into patient. Incident sample disposed, but rn could clearly see hole in extension tubing."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing had a hole in it that was noticed during use when it began leaking. The following information was provided by the initial reporter: "the saline line tubing was noted to have a hole after insertion the site was leaking had to be removed and new line inserted into patient. Incident sample disposed, but rn could clearly see hole in extension tubing."